Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with the following preoperative diagnosis: postlaminectomy syndrome and pars defect. She underwent minimally invasive transforaminal lumbar interbody fusion l3-l4 with percutaneous pedicle screw instrumentation. As per op notes: ¿¿we then trialed and confirmed the trial position and size with image intensifier and a 10 x 26 mm cage was selected. The end plates were rasped down to punctate bleeding bone. One medium kit of the rhbmp-2/acs bone graft substitute was then incubated according to the manufacturer's instructions. One sponge was placed inside the cage. Three sponges were placed in the disk space with 2 sponges being placed medial to the cage, 1 tract, and 1 sponge being placed lateral.¿¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.